Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead sensing has dropped significantly, and the patient received multiple therapies due to lead noise. Low, high voltage lead impedance was also noted. The patient was brought in for further evaluation. It was seen under x-ray that the lead was dislodged in the pocket due to twiddler. The lead was replaced without incident. Patient tolerated the procedure well.